Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Treatment data sheets were received off of the patient's cycler which revealed an iipv. A follow up call was made to the patient's peritoneal dialysis nurse who reported that there was no patient injury and that the patient remained asymptomatic. Drain 0- 92; fill 1- 1502 drain 1- 1115; fill 2- 1502 drain 2- 1237; fill 3- 1502 drain 3- 1753; fill 4- 1502 drain 4- 2425; fill 5- 1502 drain 5- 2787. The reported drain volume of 2787 is 186% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.